Event description:
It was reported that the device showed sensing difficulty and was electively replaced. Additional information was received on a medwatch 3500a reporting that the patient experienced "sharp, burning pain and itchiness" in the superficial area of the device. The patient also received one "ICD firing" and noticed some "thinning of the scar" and more palpable sensation of his device wires and header. No information was received on whether or not the ICD firing was appropriate. He was scheduled for a pocket revision and the device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. The grommet was damaged. It could not be determined when the damage to the grommet occurred.